Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle it retrieved during the same surgical procedure? Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? What is the most current patient health status and condition? Lot number? Procedure date? Photo analysis: visual analysis of the individual image submitted for evaluation determined that a medical report could be seen with a folder, the product code w327. Image is not clear to determine failure mode or reported condition. As with any device, care must be taken to avoid damaging the thread when handling it. Avoid crushing or crimping action of surgical instruments such as needle holders and forceps. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected and released to approved specifications. Additional information about complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. The manufacturing records could not be reviewed as the batch number is unknown. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a total hip arthroplasty procedure on (B)(6) 2022 and suture was used during the procedure, the suture got detached from needle. There were no patient consequences reported. Additional information was requested.